Manufacturer narrative:
The investigation is ongoing.

Event description:
Customer reported a discrepancy between aries sars-cov-2 eua vs bd max. Patient that was tested was a non-symptomatic staff member. Bd max assay produced a positive result, and aries eua produced a negative result. Repeat collection and testing gave the same results. Customer has ruled out contamination on the bd max. Bd max detects n1 and n2 genes and the sample type is nasopharyngeal/e-swab.